Manufacturer narrative:
Pt info: unknown/ not provided. Patient information cannot be provided due to personal date privacy legislation/policy. Email address: unknown/not provided, as information was asked but it was not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos post intraocular lens (iol) implantation. There are no issue regarding visual acuity (va) provided as 1.0 for distance, but daily activity is affected especially at night time. Patient va readings provided as follows for far: 0.8 pre-operative and 0.5 post-operative; and for near: j4 (decimal) pre-operative and j2 post-operative. Doctor performed the explant and replaced the lens with a competitor iol. No further information is available.

Manufacturer narrative:
Correction and additional information: section b3: date of event: should have indicated as unknown, not provided, but the best estimate date is between 12/25/2021 and 1/22/2022. In the initial report, it was inadvertently indicated as 1/22/2022. Section d6b: if explanted, give date: as per the additional information received, the correct explant date is 1/22/2022. It was indicated as 2/28/2022 in the initial report which is hereby corrected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.